Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient experienced a blood glucose (bg) value in the range of 257mg/dl to 497 mg/dl. The patient reportedly had moderate ketones and had a moderate headache. It was noted during the night, the pump emitted a ¿loss of prime¿ warning; the patient did not hear the warning and did not receive insulin. The patient reportedly was treated with a correction injection and her bg levels went down to 257mg/dl. The reporter believed that the basal settings needed to be adjusted on the pump. It was noted that the reporter cycled the cartridge 3 times prior to filling and she confirmed that she was able to prime the pump. The reporter reportedly was filling insulin pens and did not inject air into insulin vial. Use error contributed to the reported event because the patient did not address alarms appropriately. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 03/14/2014 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.